Event description:
It has been reported that the bd bbl¿ sabouraud dextrose agar (deep fill) has been found contaminated. The following has been provided by the initial reporter: it was reported that there is contamination on lot 1327835.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: complaint investigation during manufacturing of material 221278, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1327835 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1327835. Retention samples from batch 1327835 were not available for inspection. Ten plates from batch 1327835 were returned as one unopened sleeve shipped in an insulate box with an ice pack. Plates were inspected and 1/10 plates had surface fungal growth (time stamp 1922). Affected plate was submitted to the ID lab and trichophyton species was identified. Two photos also were received for investigation. Both photos are similar; each shows the side of a sleeve from batch 1327835 with what appears to be fungal growth in one plate. This complaint can be confirmed for contamination. No complaint trends have been identified for fungal growth in this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity s1 per baltrmppmgenpuraph, rev 02, ID 6.13.

Event description:
It has been reported that the bd bbl¿ sabouraud dextrose agar (deep fill) has been found contaminated. The following has been provided by the initial reporter: it was reported that there is contamination on lot 1327835.